Event description:
The physician intended to use the protege gps. It was reported that the stent could not deploy when it reached target lesion. After several attempts ended in failure, the physician retracted the stent and observed a partial deployment. Another device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Device evaluation summary: the protégé gps was returned for analysis. It was noted that the protégé gps was returned with the stent loaded within the catheter. The locking pin was tightened. The distance between the finger grips was approximately 8.5cm. No damage was discovered to the unit. Dried blood was noted on the distal tip assembly. Direct lighting applied to the distal end of the catheter identified a 6cm loaded. Functional testing: a 0.035" guidewire from the lab was front loaded approximately 2/3 before a blockage was experienced. The same guidewire was unable to be back loaded due to encountering an immediate blockage. The catheter was placed inside the deployment apparatus within the lab and was unable to deploy the stent at 3.21lbs. After soaking it in water for approximately 24hours, the catheter was front-loaded with a 0.035" guidewire and was able to successfully deploy the stent at 2.74 lbs. The 6cm stent was inspected under microscope and identified red fluid on the one of the tantalum spheres. Also, a white-clear residue was noted within various struts of the stent. The outer assembly was sliced open in order to view the inner diameter for possible delamination. No delamination was observed. Analysis summary/results: the protégé gps was unable to deploy until material within the catheter was dissolved after being soaked. It is likely matter which entered the catheter contributed to the inability to deploy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.